Manufacturer narrative:
Results - is based on evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample and a reserve sample conclusion - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample and a reserve sample the actual sample was returned and evaluated. Visual inspection confirmed the actual sample was fractured at approximately 92mm from the distal end and a kink was also noted at approximately 30mm from the distal end. Magnifying inspection of the fracture revealed smooth portions and stretched portions indicating the tube came into contact with a sharp object, and the subsequent pulling force during withdrawal led to the fracture. Magnifying inspection of the kinked segment confirmed that the sheath tube had been pinched with a tool (such as forceps). Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A test sample with the same french size as the actual sample was used to intentionally simulate the observed damage to the returned device. The results confirmed that the sheath tube fractured when it came into contact with a sharp object and was subjected to a pulling force. A review of the device history record and shipping inspection record indicated confirmed there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing are most consistent with the sheath having been damaged as a result of contact with a sharp object followed by a pulling force during withdrawal. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: (1) "do not scratch the sheath with a needle point, cutting tool or other edged tools" and (2) "when puncturing, suturing or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00086 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that a portion of the introducer sheath broke and was left near the surface of the patient's skin following a procedure. Reportedly, the detached material was successfully removed surgically from the patient's femoral vein.

Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached material, but there is no code available. The actual sample was not returned for evaluation. Therefore, a retention sample from the same product code and lot number was visually inspected. It revealed no anomalies, deformities or breaks. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a pre-existing device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not scratch the sheath with needle point, cutting tool, or other edged tools" and "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).